Event description:
The procedure was coil embolization of internal carotid- superior hypophysial artery ruptured aneurysm. A characteristic of the vessel was not provided. Access was obtained from the femoral artery. During the procedure, while advancing a vrd ((B)(4), complaint product) in an unspecified prowler select plus, he experienced severe resistance at the middle section of the microcatheter. Both the vrd and prowler were removed from the patient as a unit. Afterwards, the procedure was completed using balloon catheter not using vrd without any further issues. No patient injury was reported. The complaint products were new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There were no damage/defects noted on the devices after the event. Please note that once the enterprise was out of the patient's body, the physician deployed the vrd for unknown purpose. Both the vrd and the delivery system are going to be returned. No further information is available and procedural images are not available.

Manufacturer narrative:
The lot number of the prowler microcatheter is not known; therefore, a device history record review cannot be completed. The device was not returned for analysis. Without the return of the device, no conclusion can be made regarding the relationship of the device to the reported event. Therefore, no corrective actions will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
During a stent assisted coil embolization a ruptured internal carotid- superior hypophyseal artery aneurysm severe resistance was experienced when advancing the enterprise vrd system (B)(4) through the middle section of the unspecified prowler select plus. Both the enterprise vrd and prowler select plus were removed from the patient as a unit. Afterwards, the procedure was completed using balloon catheter not using vrd without any further issues. No patient injury was reported. The products were new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There were no damage/defects noted on the devices after the event. Once the enterprise was out of the patient's body, the physician deployed the vrd for unknown purpose. No further information is available and procedural images are not available. The lot number of the prowler select plus microcatheter is not known; therefore a device history record review cannot be completed. The prowler select plus microcatheter is not available for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10091799. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non sterile enterprise delivery wire and introducer was received coiled inside a plastic bag. The enterprise stent was not returned for analysis, as reported it was deployed after removal from the patient. The distal section of the delivery wire was inserted in the introducer tube. No other anomalies were observed on the received unit. The functional analysis could not be performed since the stent had been deployed and was not returned for analysis. The concomitant microcatheter was not returned for analysis. The reported inability to insert the enterprise vrd system through the prowler select plus microcatheter could not be evaluated since the stent was not returned for analysis and the concomitant prowler select plus microcatheter was not returned. It is possible that procedural/clinical factors may have contributed to the event; however, based on the available information and without return of the entire system and microcatheter no conclusion can be made. The returned delivery wire did not present with any indication of manufacturing defect or anomaly that could contribute to the event as reported. With review of the product analysis and device history records there is no indication of any manufacturing issues; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00388 and 1058196-2012-00389. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.